Event description:
It was reported that during a colon-rectal anastamosis procedure, when the device was fired, it did not staple, but cut the tissue. The physician had to use another instrument. There was no reported patient consequence and 1 device is being returned.